Event description:
It was reported that the target lesion was in the right coronary artery, and was moderately tortuous and moderately calcified with a 99% stenosis. Predilatation was performed with the 2.5 x 12 mm trek; however, the balloon ruptured at 8 atmospheres at 5 seconds on the first inflatation. A non-abbott balloon was used for predilatation and a 3.0 x 18 mm xience v was deployed to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 8atm which is below the (rbp) of 14atm. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.